Event description:
A report was received that the patient's lead was damaged and showed multiple contacts that were out. A lead replacement was recommended.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the splitters were explanted and the leads were replaced. It was noted that there was a broken splitter or leads and the suspected cause of impedance was from the splitter. Device malfunction was suspected with splitters. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model, #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's lead was damaged and showed multiple contacts that were out. A lead replacement was recommended.

Manufacturer narrative:
Failure analysis could not determine the source of the complaint as the leads exhibited damages typically caused during an explant procedure. Sc-2316-50/650719: without both contact ends only 18 centimeter middle portion of the lead was returned. The lead was cleanly cut by a surgical tool during the explant procedure. Xray inspection found no cable breakage. Sc-2316-50/652311: without both contact ends only 26 centimeter middle portion of the lead was returned. The lead was cleanly cut by a surgical tool during the explant procedure. X-ray inspection found no cable breakage. Sc-3400-30/609854: visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found. Sc-3400-30/635221: two contacts (e1 and e2) of the proximal end were broken off and were not returned. Visual/x-ray inspections and continuity test were performed to ensure the device integrity. No anomalies were found. Sc-2316-50/647382: as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-4316/17310479: one of the eyelets was missing silicon material. Additional information was received that the missing silicon was removed from the patient's body. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 17310479 description: next generation anchor kit-sterile

Event description:
A report was received that the patient's lead was damaged and showed multiple contacts that were out. A lead replacement was recommended.

Event description:
A report was received that the patient's lead was damaged and showed multiple contacts that were out. A lead replacement was recommended.